Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 384 mg/dl. The customer had symptoms such as diabetic ketoacidosis and was still on pump. The customer stated that his blood glucose was 384 mg/dl. Customer's blood glucose value was unknown at time of call. Customer had used another site and sites seem good, sets are not part of the recall, customer would like pump replaced due to previous troubleshooting. Customer stated that pump had occlusion and yesterday the pump was said insulin flow blocked alarm. The product was returned for analysis.